Manufacturer narrative:
The insulin pump alarmed with a failed self test due to a problem isolated to the reference board. The unit was received with a no blood glucose communication problem that is also isolated to the reference board. No cosmetic damage was noted. (B)(4).

Event description:
Customer reported via phone call that her blood glucose reading from her meter did not communicating with her insulin pump, and that she received an alarm for a failed self test shortly after. The patient's blood glucose at the time of incident was 168 mg/dl. Troubleshooting was initiated; the alarm was cleared and the pump was successfully rewound. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.